Manufacturer narrative:
D4 - UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that non-sustained oversensing due to noise and inhibited pacing was noted on the right ventricular (rv) lead via a review of remote transmission. The patient was not dependent and was asymptomatic. The noise was not reproducible. Programming changes were made.